Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm. The patient experienced no readings, brief sensor issue or sensor error displayed on the receiver between 1-3 hours. The episode happened after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced a motor vehicle accident (mva) while having dizziness. He was not aware of his blood sugar because his continuous glucose monitoring was having an error message "brief sensor issue". He called paramedics and they came. They checked his blood sugar, and it showed 39 mg/dl. The patient was not rushed to the hospital. They just gave him an intravenous glucose. The blood glucose rose to 90 -110 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.